Event description:
It was reported that the device showed the attention icon. Physio-control evaluated the device and found that it would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be due to depleted internal hlc batteries on the analog pcb assembly. Battery two of the internal hlc battery was shorted. A replacement device was provided to the customer.